Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited high capture threshold. No further information was available.

Manufacturer narrative:
Reference: medwatch voluntary report # mw5168155.